Event description:
It was reported that the customer was hospitalized for dka. The customer did not change the infusion set. Troubleshooting was performed. In addition, a self-test was performed and passed. It was found that the customer did not change the infusion set, and after taking manual injections bgs did not come down.